Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va06mqx, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that in the first part of january patient went backwards and hit the wall very hard. It was indicated that ever since that happened patient had used lots of pads and depends. It was also indicated that whenever an adjustment was done at the health care provider¿s office, it worked there but then stopped working. It was indicated that the programming did not work well and the only date she had for the few times she had been adjusted was (B)(6) 2014. A follow-up report will be sent if additional information becomes available.